Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the sure form 60 stapler instrument misfired on the 3rd use. Sharp metal was sticking out on the middle of the stapler reload. The reload was stuck and could not be taken out of the stapler. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sure form 60 stapler instrument was analyzed and could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two blue 60 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of msc and dsp logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed by failure analysis. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sure form blue reload accessory was analyzed and found to have the knife exposed within the knife track. Log review was unable to confirm the firing failure. The knife was exposed towards the middle of the returned reload. The reload was returned. Additional observation(s) related to customer reported complaint: the reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was no cartridge damage observed. The event caused partially or wholly by the user of the device including sample handling. Additional observation(s) not reported by site: the reload was found to have a lodged staple. Visual inspection confirms there is one lodged staple jammed in between the pusher and cartridge. Three staple was removed and there was no cartridge damage found. Blade damage was noted. The event caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.